Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of statlock base detachment was confirmed and the cause appeared to be manufacturing-related. The product returned for evaluation was one statlock PICC plus tricot catheter stabilization device. Light usage residues were observed. The retention base was complete detached from the tricot pad. The pad did not appear to exhibit deformation. Microscopic inspection of the sample revealed adhesive residue on the bottom of the detached base. Inspection of the pad confirmed that it was not deformed. The lack of evidence of device misuse suggested that the retention base detached under normal use conditions, indicating failure of the bond between the base and the pad. Adhesive residue was observed, suggesting that it was applied during device assembly; however, the failure of that bond indicated that the adhesive was either insufficiently applied or insufficiently cured. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that plastic clip was detached from adhesive wings. Before and during application of statlock, nurse inspected product and plastic clip was adhered to wings. A few hours later, plastic clip was detached from adhesive wing. Resulting in PICC slipped out by 6cm and it had to be removed.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of judy0674 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (judy0674) have been reported from the same facility in (B)(4).

Event description:
It was reported that plastic clip was detached from adhesive wings. Before and during application of statlock, nurse inspected product and plastic clip was adhered to wings. A few hours later, plastic clip was detached from adhesive wing. Resulting in PICC slipped out by 6cm and it had to be removed.